Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Pf114 faradise clinical study, subject ID: (B)(6). It was reported that during a pulmonary vein (pv) redo procedure, a farawave pulsed field ablation catheter was selected for use. During the procedure, an atypical flutter occurred spontaneously. The patient underwent another ablation to resolve the issue. No further information was provided.